Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital 3 times since (B)(6) 2018 due high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. Troubleshooting was not performed. The customer reported that the insulin pump was not working and the insulin pump was not giving insulin. The insulin pump will be returned for analysis.